Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported of the left side device: "severe pain", "hardening and palpable knots/lumps occurred", "inflammation of the central nervous system", "rupture bleeding", "implant consisted only of a bursa". Healthcare professional, through patient, reported: "marked silicone bleeding", "double capsule", "implant rupture", "capsule tissue fibrosis", "waterfall deformity", "dermatoblepharochalasis". The device was explanted.

Event description:
Patient reported of the left side device: "severe pain", "hardening and palpable knots/lumps occurred", "inflammation of the central nervous system", "rupture bleeding", "implant consisted only of a bursa". Healthcare professional, through patient, reported: "marked silicone bleeding", "double capsule", "implant rupture", "capsule tissue fibrosis", "waterfall deformity", "dermatoblepharochalasis". The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.